Manufacturer narrative:
The hillrom technician reported this was likely a stuck button. This device is not under warranty and is being serviced by a third party. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Do the function checks as applicable for your bed. If the bed passes all of the checks for its configuration, do the necessary administrative tasks, and prepare the bed to be put into service. If the bed does not pass all of the checks, repair or replace the part as applicable. Do not put the bed into service until it passes all of the checks. Warning¿report to bed authorized maintenance persons any unusual sounds, burning odors, or movement deviations observed in the controls, motors, or limit switch functions. Check the cable connection between the mcb and bcb. Replace or connect the cable as necessary. Replace the bcb. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician reported this was likely the result of a stuck button. The device is not under warranty and is being serviced by a third party. If the customer chooses to involve hillrom and more information becomes available, this record will be re-evaluated. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed would self run into reverse trendelenburg. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).